Event description:
It was reported, that during device unpacking in preparation for a ptca procedure, the stent of the liberte' monorail stent delivery system was "falling from the balloon". The event occurred outside of the pt and the device was not used. The lesion to be treated was located in the proximal left anterior descending (lad) coronary artery. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported "clear".